Event description:
A (B)(6) customer received a blood glucose reading of 1.3mmol/l from her contour link and a reading of 10.7mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
The model # was not provided.